Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized because of diabetic coma and high blood glucose values. Customer's blood glucose value was 1600mg/dl. Customer felt tired and laid down. Customer declined to troubleshoot for high blood glucose value and reverted to manual injections and is not going to use the pump again. Insulin pump will not be returned for analysis.